Event description:
Fresenius primary tubing used with a 100ml b. Braun pab bag with a hard port. Monoclonal antibody had been mixed in the bag. Tubing slipped out of the port causing the medication and fluid to spill on the floor and pan near the pt. The hard port on the b. Braun pab bags is a known issue for braun and FDA had submitted a warning letter back in 2017 to b. Braun (on FDA website, public document giving direction to b. Braun to fix. This has not been addressed.) Dates of use: (B)(6) 2018 - (B)(6) 2018. Diagnosis or reason for use: used to infuse IV chemotherapy and monoclonal antibodies. "Event abated after use stopped or dose reduced: doesn't apply, event reappeared after reintroduction: yes, is the product compounded: no, is the product over-the-counter: no."